Manufacturer narrative:
Internal file number - (B)(4). Correction: results code 170 was removed. Correction: conclusion code 23 was removed. Evaluation summary: it should be noted the account indicated the device was intentionally separated during attempted removal from the anatomy. A review of the lot history record identified one related nonconformity issued to the reported lot; however, no product quality issue was identified and the root cause for the trending issue was inconclusive. The investigation determined the reported difficulty appears to be related to operational context. Cine images confirm that a significant amount of air remained in the distal portion of the inflated balloon indicating incomplete system prep. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Device code 2017- incorrect prep correction: device evaluated by MFR - device status changed from not returning to returned. Correction: MFR site - reg #. Evaluation summary: the device was returned for analysis. The deflation issue could not be confirmed due to the condition the device was returned for analysis. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states (preparation) to be performed prior to (delivery procedure). In this case, the IFU deviation related to incorrect prep may have contributed to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the cines provided show the stent delivery system positioned at the target lesion prior to deployment and during system inflation. There is a significant amount of air in the distal end of the inflated balloon, indicative of incomplete system prep. Following deployment, there is incomplete deflation of the balloon indicated by persistent residual contrast in the proximal portion of the balloon. No probable cause can be identified from the cines provided. The investigation determined the reported deflation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed MDR report, the account confirmed that the device was not prepped (air aspiration) outside of the anatomy prior to use. Additionally, the balloon was kept under negative pressure repeatedly and it was kept under negative pressure continuously during repeated attempts to puncture the balloon. The account confirmed that the physician intentionally separated the shaft in order to remove it from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded, non-calcified distal right coronary artery that had restenosed 90%. A 3.0x48mm xience xpedition 48 was advanced and deployed at 18 atmospheres with one inflation. After deployment, the stent-balloon failed to deflate and remained fully inflated. Several attempts of deflation were tried including use of an indeflator and the tip of an unspecified guide wire to puncture the balloon, but were unsuccessful. The patient was transferred to surgery for coronary artery bypass grafting and the inflated balloon was successfully removed. Patient is stable. There was no adverse patient sequela reported. No additional information was provided.